Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow accuracy test. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional flow rate testing, the device underinfused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. An underinfusion of less than or equal to 10% is unlikely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.